Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information to date after calls to customer 02/24/23 and 03/06/23. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.